Event description:
Anesthesia tried to push meds with blunt needle through extension tubing and the rubber port busted through and leaked everywhere. New line had to be spiked and hung and 19 in. Gauge needle used to spike port.what was the original intended procedure?anesthesia.